Event description:
A hospital in (B)(6) reported that an rt340 breathing circuit caused a ventilator to alarm during use, and a hole was found on the expiratory limb of the rt340 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) and therefore our evaluation is based on the event description and additional information provided by the customer. Results: the event description states that the clinical engineer found a hole on the expiratory (evaqua) limb. A lot check was not performed as no lot number was provided. Conclusion: without the complaint device or a photograph of the reported fault, we are unable to determine the cause of the fault. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Our trending and monitoring of leaks in adult evaqua breathing circuits has a rate of occurrence of (B)(4) per million devices sold in the past year to the end of january 2012.